Manufacturer narrative:
Corrections/removal reporting number: 1627487-07262012-002-r . This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable due to it no longer being able to communicate with the charging system. It was also reported the programmer can no longer communicate with the ipg. A replacement charging system was sent to the patient to provide resolution to no avail. As a result, the patient will undergo surgical intervention.